Event description:
The customer stated that there was a ECG comm error when they attempted to use it on a patient. The customer stated that there was no harm to the patient as a result of the malfunction. Note from section a1. The customer stated that the patient ID information was not available.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator. The user returned the actual device for evaluation. The user reported ECG comm errors upon attempted use, rendering the device unusable. The user indicated that treatment was not delayed and the patient not injured because of the malfunction. Factory service duplicated the reported ECG comm error. We isolated the cause of the failure to integrated circuit chip u2 on the preamp board of the device. Visual examination of the component chip under magnification revealed that the chip had become partially disconnected from its socket. The unit had external case damage upon receipt, but we cannot conclusively say that the shock that damaged the case influenced the failure. Factory service replaced the preamp board with a later version board without a socketed connection, which will ensure greater reliability of the u2 connection. Subsequently, the device passed all acceptance testing and we returned it to the customer.